Manufacturer narrative:
(B)(4). Review of lot f1801003, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during the deployment of a mynxgrip vascular closure device (vcd), when the tech was about to grip the white tube (advancer tube) it was not there. The patient developed a 6 cm or less sized hematoma. Manual compression was applied for more than 30 minutes followed by a femostop. The vcd was being used in conjunction with a 7f procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The access site was located at the medium level. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that during the deployment of a mynxgrip vascular closure device (vcd), when the tech was about to grip the white tube (advancer tube) it was not there. The patient developed a 6 cm or less sized hematoma. Manual compression was applied for more than 30 minutes followed by a femostop. The vcd was being used in conjunction with a 7f procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The access site was located at the medium level. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was found inside of the shuttle cartridge tubing. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. Damage was observed at the balloon proximal bond. The damaged balloon proximal bond taper was probably caused by a misalignment of the procedural sheath during the devices pull back step. A misalignment of the procedure sheath by the user may cause the balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. Functional test could not be performed on the returned device due to the damaged balloon proximal bond taper (deformed proximal bond taper will obstructed the shuttle path). Visual inspection at high magnification found that balloon proximal bond taper was damaged. Review of lot f1801003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿advancer tube not present¿ was not confirmed due to the condition in which the unit was received for analysis. However, the damaged balloon proximal bond taper probably obstructed the shuttle path resulted in failure to deploy. Procedural factors and handling process may have contributed to the failure as reported. The cause of the reported event experienced by the customer may have been misalignment of the procedure sheath by the user. However, the root cause of the event could not be conclusively determined. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.